Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During a revision surgery, the physician explanted and replaced the balloon and cuff components of the device. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.